Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal lines showing on the monitor during inspection for use involving an olympus videoscope cable. There were no reports of patient harm.